Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic persistent pelvic pain") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2 (((B)(6) 2003; (B)(6) 2008)). In (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("abdominal cramping not associated with menstrual cycle"), arthralgia ("joint pain (severe and persistent)"), back pain ("back pain (severe and persistent)"), ovarian cyst ("ovarian cyst"), dyspareunia ("painful intercourse"), menstruation irregular ("irregular menstrual cycle") and uterine pain ("severe and persistent uterus pain"). On an unknown date, the patient experienced abdominal pain ("severe and persistent abdominal pain") and anxiety ("mental anguish"). The patient was treated with surgery (partial hysterectomy). In (B)(6) 2015, the pelvic pain, abdominal pain lower, arthralgia, back pain and uterine pain had resolved. At the time of the report, the ovarian cyst, dyspareunia, menstruation irregular, abdominal pain and anxiety had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, dyspareunia, menstruation irregular, ovarian cyst, pelvic pain and uterine pain to be related to essure. The reporter commented: she had suffered from severe and persistent pain as a result of the essure implantation. She did not claim she was allergic to nickel or any other component of essure. She used condoms approx. (B)(6) 2008 - approx. (B)(6) 2008, used until confirmation test. Diagnostic results: in (B)(6) 2008, dye test was done to confirm essure. Most recent follow-up information incorporated above includes: on (B)(6) 2017: reporters were added, essure was inserted for permanent birth control by bilateral occlusion of the fallopian tubes. Essure was removed on (B)(6) 2015. Events were added:chronic persistent pelvic pain, abdominal cramping not associated with menstrual cycle, joint pain (severe and persistent), back pain (severe and persistent), ovarian cyst, painful intercourse, irregular menstrual cycle, severe and persistent uterus pain, severe and persistent pain, severe and persistent abdominal/pelvis pain were added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic persistent pelvic pain") in a 25-year-old female patient who had essure (batch no. 626903, 626684) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2 (((B)(6) 2003; (B)(6) 2008)). Concurrent conditions included dysmenorrhea, constipation, genital bleeding and vaginal discharge. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("abdominal cramping not associated with menstrual cycle"), arthralgia ("joint pain (severe and persistent)"), back pain ("back pain (severe and persistent)"), menstruation irregular ("irregular menstrual cycle") and uterine pain ("severe and persistent uterus pain"). In 2009, the patient experienced dyspareunia ("painful intercourse"). In (B)(6) 2015, the patient experienced ovarian cyst ("ovarian cyst"). On an unknown date, the patient experienced abdominal pain ("severe and persistent abdominal pain") and anxiety ("mental anguish"). The patient was treated with surgery (partial hysterectomy and salpingectomy). In (B)(6) 2015, the pelvic pain, abdominal pain lower, arthralgia, back pain and uterine pain had resolved. At the time of the report, the ovarian cyst, dyspareunia, menstruation irregular, abdominal pain and anxiety had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, dyspareunia, menstruation irregular, ovarian cyst, pelvic pain and uterine pain to be related to essure. The reporter commented: she had suffered from severe and persistent pain as a result of the essure implantation. She did not claim she was allergic to nickel or any other component of essure. She used condoms approx. (B)(6) 2008- approx. (B)(6) 2008, used until confirmation test. Diagnostic results: in (B)(6) 2008, dye test was done to confirm essure. Lot number: 626684 manufacture date: 2008-03 expiration date: 2010-02. Lot number: 626903 manufacture date: 2008-03 expiration date: 2010-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic persistent pelvic pain") in a 25-year-old female patient who had essure (batch no. 626903, 626684) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2 (B)(6) 2008). Concurrent conditions included dysmenorrhea, constipation, genital bleeding and vaginal discharge. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("abdominal cramping not associated with menstrual cycle"), arthralgia ("joint pain (severe and persistent)"), back pain ("back pain (severe and persistent)"), menstruation irregular ("irregular menstrual cycle") and uterine pain ("severe and persistent uterus pain"). In 2009, the patient experienced dyspareunia ("painful intercourse"). In (B)(6) 2015, the patient experienced ovarian cyst ("ovarian cyst"). On an unknown date, the patient experienced abdominal pain ("severe and persistent abdominal pain") and anxiety ("mental anguish"). The patient was treated with surgery (partial hysterectomy and salpingectomy). In (B)(6) 2015, the pelvic pain, abdominal pain lower, arthralgia, back pain and uterine pain had resolved. At the time of the report, the ovarian cyst, dyspareunia, menstruation irregular, abdominal pain and anxiety had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, dyspareunia, menstruation irregular, ovarian cyst, pelvic pain and uterine pain to be related to essure. The reporter commented: she had suffered from severe and persistent pain as a result of the essure implantation. She did not claim she was allergic to nickel or any other component of essure. She used condoms approx. Aug2008 - approx. Nov2008, used until confirmation test. Diagnostic results: in (B)(6) 2008, dye test was done to confirm essure. Most recent follow-up information incorporated above includes: on 30-oct-2018: medical records received: lot numbers added. Reporter added. Concomitant diseases added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.